Manufacturer narrative:
The device was evaluated. Based on the results of the investigation, the most likely cause of the "objective lens adhesive detached." Was stress. The exact root cause could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device objective lens adhesive was detached. There was no patient involvement.